Manufacturer narrative:
Investigation conclusion: analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. A review of the DHR found that lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate retain & return. Source: phone.

Event description:
Alleged 6 false positive flu b results for symptomatic patients. No confirmatory testing completed.